Event description:
(B)(4). Inquired what led up to the complaint. Customer response: cust reports lost communication and after sensor updating lost communication t/s per (B)(4). Explained lost communication alert was caused by a loss in communication between the mobile device and xmtr. Mobile device operating system: s10+. Mobile device model: android 12. Adv cust how to check if guardian connect is running. Found: is running. Customer states that the guardian connect app is running. Customer reports the transmitter communication status does not show the transmitter is active and connected. Customer did not receive a transmitter battery empty alert. Transmitter has not been paired with another mobile device. Adv cust to move mobile device next to transmitter. Communication between mobile device and xmtr did not re-establish within 20 - 60 seconds. Adv cust to force close the guardian connect app. Adv to re-launch the guardian connect app. Communication between mobile device and xmtr did not re-establish within 20-60 seconds. Adv cust to turn off and then turn on bluetooth. Communication between mobile device and xmtr did not re-establish within 20-60 seconds. Asst customer in restarting the mobile device. Adv to re-launch the guardian connect app. Communication between mobile device and xmtr did not re-establish within 20-60 seconds. Adv to d/c the transmitter from the sensor. Adv to reconnect transmitter to sensor. Customer states the xmtr led did not blink on and off. Adv to d/c the transmitter from the sensor. Customer states they are unsure if there is damage to the connection bridge or pins. Customer states they have tester available. Adv cust to force close and re-launch the guardian connect app. Adv to connect xmtr to tester. Customer states the xmtr led blinked on and off. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Is sensor securely tape to skin and still in place? Found: securely tapped. Offered to review sensor best practices. Customer accepted review. Adv to change the sensor. Customer's outcome pertaining to the complaint: satisfied ship: 1x sensor/return: nothing (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.